Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent a pocket revision wherein the old battery was replaced and was repositioned in the same pocket. The patient was doing well post-operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent a pocket revision wherein the old battery was replaced and was repositioned in the same pocket. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the patient was also experiencing pain at the battery site before the revision. The ipg was replaced per preference. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.